Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "procedure delay" (surgical procedure, delayed); "no impact reported" (no consequences or impact to patient) product problem(s): "flow obstruction" (obstruction within device) surgeon reported that during surgery, an error code (flow obstruction) appeared. The cassette, the phaco tip and handpiece were replaced but the error code reappeared during tuning of the handpiece. The system was switched out and the procedure was completed with another system. The surgeon noted that the first tip was obstructed however, it could have become blocked during surgery since it had been used. He examined the second tip (during tuning) and it was obstructed as well. Additional information has been requested.